Manufacturer narrative:
A review of the device history record for strattice lot sp100542 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 22/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device lot sp100542-060 on (B)(6) 2019. The patient underwent a ¿repair hernia ventral open¿ on (B)(6) 2021. The patient then underwent a ¿hernia repair¿ on (B)(6) 2024. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿has been hospitalized and undergone multiple surgical procedures.¿ patient ¿is dependent on [their sister] to help with daily tasks [they have] difficulty completing [themselves.]¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty walking long distances, stepping up/downstairs, bending, and getting in/out of a car.¿ patient ¿wore an uncomfortable stomach binder.¿ patient¿s ¿stomach is scarred and disfigured which causes [them] embarrassment.¿ patient ¿is fearful [they] will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿exploratory laparotomy, extensive lysis of adhesions; open repair of ventral hernia, cholecystectomy open transversus abdominis release with strattice and vicryl mesh inlay¿ between (B)(6) 2019 and (B)(6) 2019. The patient also received an ¿abdominal wall reconstruction with bilateral myocutaneous flaps and strattice mesh, resection of colocutaneous fistula stoma side related destruction of muscles on right abdominal wall with severe retraction; hernia is present; well healed midline incision¿ on or about (B)(6) 2019. Patient also underwent ¿cystoscopy, open cystolithotomy, excision of pm bladder mesh (repair procedure)¿ on or about (B)(6) 2020. Patient also had ¿constant right-sided abdominal pain and hyperesthesia; ventral hernia without obstruction or gangrene recurrent superior and inferior ventral hernias with enlargement and worsening pain repair hernia ventral open (parietex open implant) (strattice explant)¿ on or about (B)(6) 2021. Patient also received treatment for ¿abdominal pain; intra-abdominal abscesses; ileostomy creation; ileostomy reversal; skin erythema at the anterior abdominal wall; serosanguinous discharge; drainage of abdominal wall collections¿ between (B)(6) 2021 and (B)(6) 2021. Patient received a ¿bilateral tap block for generalized abdominal pain¿ on or about 31/aug/2021. Patient received treatment for ¿chronic nausea and epigastric pain CT ab/pel: status post ventral abdominal hernia repair; multiple subincisional fluid collections including a fluid collection deep to the anterior abdominal wall¿ on or about (B)(6) 2021. Patient also received treatment for ¿left lower quadrant abdominal pain associated with nausea and emesis; diverticulitis; nausea, complicated by development of ventral hernia, requiring complex abdominal wall reconstruction using unilateral posterior release¿ between (B)(6) 2021 and (B)(6) 2021. The patient received treatment for ¿generalized abdominal pain; pain management; nerve blocks¿ from 2020 to 2021. Patient received ¿home health¿ in 2021. Patient was treated for ¿abdominal pain and fluid collection¿ between (B)(6) 2022 and (B)(6) 2022. Patient was treated for ¿intra-abdominal abscess¿ between (B)(6) 2022 and (B)(6) 2022. Patient had an ¿exploratory laparotomy, bilateral oophorectomy, sigmoid colon resection, lysis of adhesions¿ on or about 02/jun/2022. Patient received treatment for ¿generalized abdominal pain; bilateral tap blocks¿ from 2022 to 2023. Patient was treated for ¿abscesses of abdominal wall increase abdominal pain along midline scar and found to have small fluid collection associated in the abdominal wall¿ between (B)(6) 2022 and (B)(6) 2022. Patient was treated for ¿increased abdominal pain; tightness in midline while ambulating us guided aspiration of 2 superficial abdominal soft tissue abdominal fluid collections. 2 cc serous fluid aspirated from the right lower quadrant collection. 0.1 cc serosanguineous fluid aspirated from the collection¿ between (B)(6) 2022 and (B)(6) 2022. Patient received a ¿hernia revision¿ on or about (B)(6) 2024. The ppf form also indicates that the patient was implanted with two non-abbvie devices, ¿parietex composite; hemostat,¿ on (B)(6) 2021. The form indicates that these devices have not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2019. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2019. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.